Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the complaint by reviewing the error log. The issue was resolved by realigning the x1 home flag/position. The instrument was validated by running quality controls (qc). The qc results passed and were within published ranges. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 06oct2018 through aware date 06nov2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 2300 s. Loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The probable cause of the reported event was due to the misalignment of the x1 home flag.

Event description:
A customer reported getting error message 2300 s. Loader step feed failure on the aia-900 instrument. The customer performed an all set home and rebooted the instrument, however the error persisted. The instrument reboots without error and the rack moves partially before the error occurs. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.